Event description:
Issue: customer called; stated device was used in a rescue, but stopped giving prompts/working during the rescue and wants to do a rescue review.

Manufacturer narrative:
Customer reported that the device was used in a rescue, but stopped giving prompts during the rescue. The AED was returned to the repair department, but no problems were found.